Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation through complaint information, stress is a possible cause of the failure. The most probable cause for the malfunction is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported shortly after inserting the guidewire, the distal tip tore during an endoscopic retrograde cholangiopancreatography procedure involving an olympus single use retrieval basket. There was no patient injury reported.